Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. All patient-contact materials, including the retention disc on the trocar, are tested to ensure that they do not cause adverse patient reactions. Therefore, it is unlikely that the retention disc would cause the patient's condition, as described by the complainant. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. The event unit was noted to possibly be model cfs22 or cff73. However, the exact model could not be determined as no product was returned for evaluation.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic anterior resection incident description: I was alerted april 3, 2017 by theatre manager, [manager's name] that [consultant's name] (colorectal consultant) had a patient present in her post-op clinic on friday (B)(6) 2017 with what appeared to be "a burn around the port site". They advised the patient had the laparoscopic procedure sometime in the last 2-3 weeks. They had pictures taken of this and it appears to be redness from the retention disc. The port site also appeared to not be closed properly (was still somewhat open and reddened in the picture) and there was purulent exudate on the dressing from this site shown in the photo. The theatre manager stated it appears to have an infection or inflammatory response at the port site. But [the consultant] is calling it a "burn". They are keeping an eye on this patient and the healing process and will report back any further information. As this case was 2-3 weeks ago I am unsure what port was used and lot number. From the photos it would suggest this was from the secondary 12mm port placed and would be from the evaluation stock sent to the customer on (B)(6) 2017. It would most likely be from the (B)(4), but could also be from one of the (B)(4). Patient status: did a patient injury or illness occur associated with the complaint event? Yes. Patient status (what happened as a result of this event?): redness, irritation, possible infection.